Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that at one point, a patient presented in the emergency room. The patient was getting too much medication and was unwilling to tell the doctor what was being delivered by the pump. This reporter did not have patient, device, or drug information and did not know what specific symptoms the patient had been experiencing or if an overdose had occurred. The reporter stated that they were eventually able to find out what was being delivered by the patient¿s pump and the issue was resolved. The reporter did not have any additional information with regards to this event, but she would look into it and would call with the information if she was able to find any.

Event description:
It was reported that in the past a pump patient presented to their facility and was getting too much medication. Additional information has been requested, but it was not available as of the date of this report.